Event description:
Information was received from a consumer healthcare provider via a company representative regarding a patient receiving pf (preservative free) normal saline at minimum rate via an implantable pump. A pocket revision was reported. There was fluid in the pump pocket. The physician notified the company representative of the fluid in the pump pocket. The physician stated he aspirated and sent it off to test and it was csf (cerebral spinal fluid). A pocket revision was scheduled to determined if the pump connector was loose, and it was not. The physician revised the pump pocket to drain csf that had accumulated in the pocket. The physician stated that the pump connector was fully intact, no leak and the catheter aspirated fine. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.